Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating that during removal from use on a pt, the cannula broke off of the infusion set and remained under the pt's skin. No additional medical intervention was reported. No adverse effects to pt reported.